Manufacturer narrative:
(B)(4). When the service engineer powered on the device, the display remained black.. The display will be replaced. The repair of the ventilator is yet to be completed.

Event description:
During service, a ventilator was powered up but the display remained black. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.